Manufacturer narrative:
Concomitant medical products: product ID: 977c165. Serial# (B)(4), implanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 26-mar-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was 2 weeks ago the pt was in the hospital and they were there last week for they were dealing with pain. Pt noted they fell and the wires moved around (pt confirmed the leads), they had shifted to the left side. Pt was had extreme pain in the buttocks' area and in the legs. Pts rep had their computer in the ER and was touching them for pain. Pt had group a but was switched to group b. Pt called patient services for they wanted to make sure they were doing everything correctly. Pt wanted to be walked through the equipment since everything was changed. During call patient services (ps) walked pt through turning on the stimulation, pt was on group b program 1. Pt increased the intensity to 8 and said it felt mild. The troubleshooting steps that were taken on the call resolved the issue.

Event description:
Additional information was received from the patient (pt). It was reported that the rep provided a group b setting for pt to use - pt stated that she was fine when she got home from the hospital but starting yesterday her pain is "horrible" in the same area she was feeling pain before rep programmed pt. The pt has tried both groups but stim is not resolving the pain.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.